Manufacturer narrative:
The referenced a-cord was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, based on the information reported the most probable cause of the reported event can be attributed to operational error. The IFU provides a warning that states ¿use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury malfunction, or equipment damage may result.¿ also, ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety, such as infection control risk, tissue irritation, punctures, hemorrhages, mucous membrane damage, tissue burning, or thermal injury burn to the patient, operator, or assistant, and may result in more severe equipment damage.¿ if additional information becomes available or if the a-cord is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the active (a) cord split/overheated during a polypectomy procedure. It was reported that the reported event caused a snare (unknown) to de-activate and get stuck inside a patient. The a-cord was replaced and the snare was removed from the patient and the procedure was completed. No patient/user injury was reported. It was later reported that a non-olympus electrosurgical generator, valley lab force ic, was used during the procedure.